Manufacturer narrative:
Carestream health is investigating this incident and will provide a follow up report when more facts are available.

Event description:
Site alleges that the monitor came off of its bracket. There were no injuries associated with this incident.

Manufacturer narrative:
Based on a carestream health investigation, it was found that the incorrect screws were used at installation. The pc monitor is connected by the cables that are zip-tied to the mounting plate and by the usb cable bracket on the pc which prevents the disconnection of the usb cables and keeps the pc suspended. The separation from the mounting plate is essentially equal to the pc being flipped 180 degrees and poses no risk to the patient, as the pc is about 2.5 feet from the the patient. In normal use, the operator is not directly in front of the pc while setting up the patient at the same time. Any contact to the operator would be limited to the back/shoulder area. The pc will not have time to reach a velocity that would cause serious injury. The investigation related to this incident is now closed and this is the final report to be submitted.

Event description:
Site alleges that the monitor came off of its bracket. There were no injuries associated with this incident.